Event description:
This report is being filed after the review of the following journal article: xu, c. Et al. (2020), intervertebral spreader assisted anterior cervical discectomy and fusion prevents postoperative axial pain by alleviating facet joint pressure, journal of orthopaedic surgery and research, vol. 17:91, pages 1-10 (china). The objective of this study is to evaluate the relationship of postoperative cervical axial pain with different vertebral distraction methods used during acdf procedures in cervical spondylosis patients. Between january 2018 and january 2020, 94 consecutive patients underwent single-level acdf for cervical spondylotic myelopathy or radiculopathy and completed the 1-year follow-up. Implants used were either the zero-p system or a traditional cage and plate system, all from synthes gmbh switzerland. The mean age was 57.6 years (ranging from 40 to 75 years). The following complications were reported as follows: among these patients, 33 patients showed increased neck pain at 3 days after the surgery, 26 patients showed sustained (unrelieved) neck pain at 1 month after the surgery, 21 patients showed sustained (unrelieved) neck pain at 2 months after the surgery, 10 patients had complaints about persistent neck pain at the 6-month follow-up, and 2 patients had persis this report is for an unknown synthes zero-p and a traditional cage and plate system. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.